Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted with troubleshooting and assisted to clear the alarm. The hp would finish with manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse regarding the alarm, it was revealed that the hp had not informed the nurses of the alarm. The nurse said that she would do follow up to make sure the hp was doing okay and was not having any problems. During further follow-up with the hp regarding the alarm, the hp stated that she did not remember the alarm. The hp did say that she was continuing therapy with no problems. No further information was available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).